Manufacturer narrative:
The reported problem could be caused by valve 36 which remained open at all times during evaluation.

Event description:
A dialysis facility reported that during a hemodialysis treatment, the venous pressure and the transmembrane pressure were noted to be climbing. It was also noted that the dialyzer was getting very dark. The pt c/o cramping and was given a total of 2450 ml of saline. Based on the pre and post wts reported and the amount of saline given, there was an excessive fluid removal of approx 2.9 kg. Treatment was completed on another machine. Pt was stable upon discharge.